Manufacturer narrative:
Qc, calibration, and maintenance status of the analyzer were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs ver. 2.1 assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 200 ng/l and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting in a value of < 13 ng/l. The troponin t reagent lot number was 53095101, with an expiration date of 31-jul-2022.